Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not adjusted the pump time during daylight savings. The contact reported that blood glucose was not impacted due to the incorrect time. Tandem technical support assisted the customer with correcting the time.